Manufacturer narrative:
Additional information: the reported events were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was extended. The measured full helix extension was within product specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to syncope. The right atrial lead was noted to be dislodged and had fallen across the tricuspid valve and was, therefore, sensing ventricular signals rather than its intended atrial activity. There was no capture noted. The lead was explanted and replaced. The patient was stable.